Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating they performed a dbs check system and no abnormality was detected and shocking was felt while charging the ins when it was near to depletion. The patient was recommended to charge the ins on daily basis to ensure batteries did not get near depletion. The issue was no longer reported after switching to rechargeable battery.

Manufacturer narrative:
B3: date is approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See (B)(4) for omitted information. It was reported that 2-3 years ago, the neurostimulator battery had become too low, causing it to shock the patient, which was a distressing experience. This incident has occurred once or twice since switching to a rechargeable battery.